Event description:
Reportedly, the pacemaker involved in this MDR report showed a premature battery depletion and a spontaneous reprogramming of ventricular output to 5v. It was explanted and returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.